Event description:
The customer discovered questionable ion selective electrode (ise) results for qc material and a total of 47 patient samples after the results for one patient sample were questioned by an ER doctor. For patient 1, the initial sodium result was 123 mmol/l and the initial potassium result was 5.0 mmol/l. These results were reported outside the lab and were questioned. The same sample was tested at another laboratory and the sodium result was 138 mmol/l and the potassium result was 3.6 mmol/l. The patient was sent to the cath laboratory based on a cardiac presentation of chest pain. The patient was not adversely affected. The customer provided sodium results for 46 additional patient samples. Some of the samples were retested on an I-stat analyzer, but the customer could not provide any data. The samples were then retested on a cobas 6000 analyzer at another site. Of the data provided, only the results for the following 13 patient samples were discrepant. All results are in mmol/l. Information is gender/ initial result/ repeat result. Patient 2: unknown / 128 / 134. Patient 3: female / 134 /143. Patient 4: female / 124 / 131. Patient 5: male / 131/ 142. Patient 6: male / 125 / 138. Patient 7: female / 128 / 134. Patient 8: female / 134 / 140. Patient 9: male / 127 / 141. Patient 10: male / 126 / 133. Patient 11: female / 133 / 140. Patient 12: male / 128 / 140. Patient 13: male / 133 / 140. Patient 14: female / 132 / 138. All of the results were reported outside the laboratory. Corrected reports were sent out based on the cobas 6000 results. The customer did not know if any patients were treated based on the discrepant results. The sodium electrode lot number was 21523353 with an expiration date of 05/24/2013. The potassium electrode lot number was 21530472 with an expiration date of 11/01/2013. The field service representative determined the ise settings were misadjusted. He cleaned the ise valves, replaced the ise waste pump, ise spool tubing, and ise tubing. He adjusted the dry/mix, performed ise wash time, conditioned ise tubing three times, performed electrode service and then initialized the ise module with no errors. To verify the analyzer operation, he ran controls 10 times to the customer's satisfaction. He also performed a check test and precision testing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.